Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the trabecular stent implantation procedure, the stent failed to deploy and came into contact with the patient. The stent was not implanted in the patient¿s eye, and no intraoperative observations were noted.